Event description:
It was reported that the device was used to grasp/hold bowel during a case. When grasper was released toward the end of the case, it was found to have caused holes in the bowel.

Manufacturer narrative:
The subject product has not been returned for evaluation to date. Therefore, no conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation.